Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the suturing of the patient, the needle was broken. The needle had been retained in the patient's muscle, requiring an emergency scan to remove it in the operating theatre. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "¿the needle had been retained in the patient's muscle, requiring an emergency scan to remove it in the operating theatre...." - please provide lot number as the provided code (2797) was not recognized as valid. - was\were the needle piece(s) retrieved during the same procedure? - were x-rays taken to locate the needle piece(s)? - what measures were taken to retrieve the broken piece(s)? - was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 needle investigation summary: the product received for analysis was vr2253, visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.the evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. Additional information was requested, and the following was obtained via: it was stated that the device for this complaint is being returned under (B)(4). Please clarify as the suture in (B)(4) is not the same as the suture in this file, (B)(4). The impacted devices related to the complaints (B)(4) and (B)(4) are not the same. There was a mismatch of label return.